Event description:
It was reported by the customer that bur could not fit into the attachment. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
It was initially reported in the initial MDR that "the IFU for the attachment advises only stryker approved components and accessories should be used. Investigation results indicate that the user contributed to this event." Based on updated information, this statement is incorrect. The unknown bur with no j notch can be used with attachment part number (B)(4). Part number and lot number information has not been provided for the unknown bur. The root cause is undetermined.

Event description:
It was reported by the customer that bur could not fit into the attachment. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
The bur fragment and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur broke along the shank, it was also noted it did not have a j notch. The IFU for the attachment advises only stryker approved components and accessories should be used. Investigation results indicate that the user contributed to this event.